Event description:
One day prior to the procedure, the pt presented with an acute left frontal stroke. The next day, the pt was noted to have new-onset symptoms of right hemiplegia and aphasia. Imaging revealed a large left frontal stroke in the middle cerebral artery (mca), the anterior cerebral artery (aca) and the internal carotid artery (ica) with vessel occlusion of the mca and the ica. The level of the stroke severity was 22, as measured by the facility stroke scale. The stent was delivered up to the lesion, but failed to deploy. The stent delivery system was removed from the pt. The physician attempted revascularization of the left hemisphere using multiple non-boston scientific devices and was able to reopen the left ica. However, the left mca remained occluded. The pt was intubated after the procedure. One day post procedure, imaging revealed a progression of the acute infarction with a massive hemorrhagic transformation and intraventricular decompression. Two days post procedure, the pt expired. The cause of death was the presenting stroke. The physician stated that "this was an extremely complex pt with several different issues. The stent did not contribute to this pt expiring."

Manufacturer narrative:
The reported device did not have any issues that constitute a quality, performance or safety issue that could lead to death or serious injury should it occur.